Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer¿s mother states this morning his blood sugar was low. The customer had no symptoms and treated with food and is at school. The customer¿s mother declined troubleshooting. The product will not be returned for analysis.